Event description:
During an orthopedic procedure, the tip of the athrex ar-18800-03 driver shaft, t6, broke off within the screw head of a locking screw. Multiple attempts were made to remove the tip were unsuccessful. The surgeon elected to leave this in place as it had effectively cold welded into the screw head.